Event description:
The following was reported to hamilton medical ag: while performing service software calibration unit is showing adult and neonatal exhalation pressure test failed also binary valve test failed no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: while performing service software calibration unit is showing adult and neonatal exhalation pressure test failed also binary valve test failed. No patient involvement.